Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call possible over delivery and low blood glucose levels. Customer's blood glucose level was 65 mg/dl. Troubleshooting was performed. Customer advised they have passed out multiple times at work due to possible over delivery of insulin. Customer was advised the reservoir and the insulin pump would be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).